Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and a new pa ce/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.